Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was unable to verify the low battery alarm due to the blank display. No damage inside noted. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported that the insulin pump has a short battery life. Customer stated that the battery has to be changed every 3 days. No settings changes were done, no excessive button pressing or backlight usage and no unattended alarms. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.